Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074122/7074070. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26612866.

Event description:
It was reported that the patient was having pain at the ipg site and difficulty charging the ipg. No device malfunction was suspected. The patient underwent a revision procedure wherein the pocket site was relocated. During the ipg revision procedure one of the leads frayed as a result the physician replaced all the leads. The patient was doing well postoperatively and explanted leads will not be returned.